Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 20x2.0 mm balloon ruptured at six atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the first diagonal branch of the left anterior descending coronary artery. The physician used a 7f mach1 jl3.5 guide catheter and a whisper ls guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.